Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 to 13 atmospheres for 7 to 8 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 to 13 atmospheres for 7 to 8 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported. Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a 12mm longitudinal tear starting 1mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.